Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, eccentric, 99% stenosed de novo left anterior descending artery, after some advancement resistance was noted, during the first predilatation the 3.5 x 15 trek was inflated at 6 atmosphere for 15 seconds and the balloon ruptured. It was noted that the device was submerged to activate the coating, however, was prepared for use inside the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dll: guide wire: runthrough, bmw. Guide cath: heartrail ll jl4. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It was reported the catheter was prepared for use inside of the patient anatomy. It should be noted that the rx trek instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise complications may occur. Based on the reviewed information, no product deficiency was identified.